Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was returned, analyzed and no anomalies were found. Device recieved at preliminary analysis in unopened outer blister pack.

Event description:
It was reported that prior to implant of the implantable cardiac monitor, the device was tested with gel and saline on the patient and only noise was observed. The device was not used and a new implantable cardiac monitor was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.